Manufacturer narrative:
UDI: the part number is unknown; therefore, the UDI is unavailable. The brand name, common device name, and device product code are unknown. The manufacturing location is unknown. The catalog number, lot/serial number is unknown. PMA/510(k) number is unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and a broken cutter device was found inside the attachment device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force during use which is user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that a broken cutter device was found inside the attachment device. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.